Event description:
It was reported during implant that the right ventricular lead helix displayed a failure to retract. The left ventricular lead exhibited separation failure. Both leads were exchanged. There were no patient consequences.